Event description:
The clinician reports the implant was inserted (B)(6) 2012 in the patient's mouth. Ridge augmentation. On (B)(6) 2017, loss of osseointegration was verified. No product was returned to the manufacturer. At the event the patient experienced: peri-implantitis, pain, bleeding and fistula. No further patient complications were reported.